Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post procedure, both leads were confirmed to have dislodged overnight. The right atrial and ventricular (rv;ra) leads were explanted due to dislodgement. A new rv and ra lead was successfully implanted. No adverse patient effects reported.